Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. ¿ seroma-late: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ wear abrasion observed in the surface of the shell. ¿ deformation observed in the device. ¿ crease fold observed in the device. ¿ yellow biological tissue observed in the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side implant exchange with no complaint against the device. Healthcare professional reported later left side reported seroma and exchange from a textured to smooth breast implant due to the patient¿s concern with the product. Device has been explanted and was not replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare professional reported left side implant exchange with no complaint against the device. Healthcare professional reported later left side reported seroma and exchange from a textured to smooth breast implant due to the patient¿s concern with the product. Device remains implanted.

Event description:
Device has been explanted and was not replaced.